Event description:
Patient presented to the physician with drainage at the neck incision site. Physician prescribed two rounds of antibiotics. Physician brought the patient into the or the next day, irrigated the neck pocket with antibiotic solution and saline, and closed. Patient will complete the previously prescribed course of antibiotics.